Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device encountered an electrical reset upon interrogation. The crt-d alert was cleared, device re-interrogation and was functioning normally. The crt-d remains inuse. No patient complications have been reported as a result of this event.